Event description:
It was reported that (1) device was used during a bowel resection. It was reported by the rep that the tct75's proximal staple line was not hemostatic, so the surgeon oversewed with "pds" to complete the case. There was no further consequence to the pt.